Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for post-herpetic neuralgia. It was reported that the patient was experiencing a rib stimulation sensation for about one year and when he felt the sensation, he would turn the stimulation way down. High impedances were also reported; electrodes 4, 0, 7,1, 10, 11, 13 and 14 were greater than 10000 ohms and the range of the other electrodes was 850-3900 ohms with electrode 3 measuring to 850 ohms. It was noted that the patient was programmed with double cathodes using electrodes 4, 5, 6, 7 and on the second program, 9, 10, 11, 12. There were no falls, trauma, or car collisions reported by the patient. In the end, the hcp was going to consider x-rays and the rep will follow-up with the doctor regarding the high impedances. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They reported the patient had a CT-scan of the thoracic spine. That scan did not provide conclusive results regarding whether or not the lead was fractured or dislodged from the ins. On (B)(6) 2018, the ins was replaced with a high frequency ins. It was noted that the leads that were implanted were viable. The status of the ins that was replaced was not provided so further follow up will be conducted to try and obtain that information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the rep. They reported the cause of the rib stimulation and the cause of the high impedances could not be determined, however the rib stimulation could have been due the programmed settings the patient had, which included the electrodes that had high impedances. Reprogramming around the electrodes with high impedances resolved the rib stimulation sensation. The high impedances had not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They confirmed that the ins that was replaced was destroyed and will not be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information received on 2018-nov-05 from the health care provider found that the impedances were still high and that the implantable neurostimulator was replaced/upgraded with a competitor¿s implantable neurostimulator. There were no further complications reported or anticipated.